Manufacturer narrative:
The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined, and the complaint cannot be confirmed. Since the exact root cause is unknown, specific action at this stage cannot be taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a glaucoma shunt implant procedure, the shunt could not release from the delivery system at all when implanting. The procedure type was converted to trabeculectomy and the surgery was completed. Additional information received that, the procedure was need to be changed to trabeculotomy, as the shunt could not release from the delivery system . There was no bad effect to postoperative iop control due to this problem.